Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2019 with the following findings: during investigation, the display functions normally. Unrelated, the pump leaks at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture reported in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.